Event description:
On 3/10/92 resident was discovered with head and shoulder touching the floor; his feet and legs on the bed and the waist restraint was still on at his waist or slightly below and properly attached to the bed frame. The actual device was visually examined at the time and appeared to be in good condition. Resident was released but vital signs had ceased. During a re-enactment using waist restraint of the same brand and type, secured in accordance with the manufacturers instructions we were able to simulate the position in two different style beds by having the person slide up to top of bed and over to edge-- the side rails were up and in place. The autopsy revealed positional asphyxiation and coronary artery heart diseasedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, unanticipated. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was not destroyed/disposed of.